Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the devices fired malformed staples. Another device was used to complete the case. There were no consequences to the patient.